Event description:
Device was placed in the right atrium for the infusion, by pump, of hyperalimentation. The infant was breathing room air. The device had been in place for 3 days. The infant suddenly deteriorated, with clusters of apnea and bradycardia, requiring, intubation, epinephrine, atropine and chest compressions. The infant died. Autopsy revealed cardiac tamponade with pericardial fluid consistent with hyperalimentation.